Event description:
It was reported to the manufacturer, by the end user, per the end user, that this morning my caregiver accidentally tipped me out of my shower chair onto the shower floor. She got my hoyer and hooked the sling up. I used the remote to try and get me up. Fire dept came to help. Once up, we noticed the hoyer had failed and I needed help to get me up into the shower chair and from the shower chair back into bed because the angle of the hoyer arm was too low due to the break in the frame. My weight 2 weeks ago was (B)(6). (B)(4) was entered into our system to have the lift returned for investigation.